Event description:
I had stage 3 breast cancer in 2012, did 6 months of harsh chemo, double mastectomy, then reconstruction with mentor silicone implants 2014. The last 3 years or so I have been tested for many things, some positive tests and some negative. I'm in physical pain every day, my hands are swollen, my legs ache, fatigue, brain fog, right arm has limited mobility, neck hurts and pops all the time, my back hurts, I get winded just walking upstairs, I have warts on my hands that have been burned off many times but they come right back, osteoporosis etc! I physically don't feel well on daily basis which I felt great before I had implants. I was tested for 15 things and will hear final results on july 8th and will discuss then my implant issues! FDA safety report ID # (B)(4).